Event description:
Pt was admitted to the hosp for surgery on the right knee on 11/6/98. Pt has had alot of pain in the right knee, she cannot completely extend it. If there is a product problem it is unk what the problem is according to the device code.